Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that adverse event occurred. On (B)(6) 2025, the patient was outdoors assisting another individual when he became dehydrated. He checked his continuous glucose monitor (cgm) but was unable to recall the exact reading. His next memory was being inside an ambulance en route to the hospital. Upon ems evaluation, his blood glucose level was measured at 408 mg/dl, and he received treatment with intravenous saline. In the emergency department, the patient was unable to recall specific details of the care provided, other than receiving saline. He reported that the following day he was treated with insulin, though he was unsure of the administration route. At the time of discharge, his cgm reading was approximately 250 mg/dl. He reported feeling fine and remained hospitalized for a total of two days. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.